Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the physician reported that the patient was hospitalized as a result of a gastroscopy which detected a duodenal ulcer and a j-tube obstruction. The patient discontinued duodopa therapy and started apomorphine.